Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the insulin gauge was inaccurate and the pump touch screen was intermittently unresponsive. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.